Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device on anterior side assessed as surgical impact opening. (Shell thickness was within specification). Visibility/palpability: unable to confirm as it is a medical event not related to the device. Pain: unable to confirm as it is a medical event not related to the device. Additional observations: non penetrating nicks observed. Crease fold observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported ¿rupture for left side¿. Device was explanted.

Manufacturer narrative:
Continued h.6 health effect impact code: f2203 imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿rupture for left side¿. Device was explanted.